Event description:
Additional information was received 26oct2021. A laser was not used when the device was in the patient.

Manufacturer narrative:
Event summary: as reported, a patient with urolithiasis underwent a transureteral lithotripsy during which an ncircle tipless stone extractor was used. During collection of stones, one of the four basket wires broke. The device was tested prior to use. The physician used another device to complete the procedure. No section of the device remained inside the patient. No additional procedures were performed due to this occurrence. No adverse events to the patient were reported. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and a functional test of the device were conducted during the investigation. One device was returned in opened packaging. The basket assembly was returned separated from the rest of the basket. The handle was returned in a closed position. The male luer lock adapter and collet knob were tight. Handle actuates the remainder of basket. Approximately 3, 4, and 7mm of wire extending from the basket sheath. Wire remnants had a scorched appearance. Several bends in the basket sheath can be attributed to the manner of device pack and return. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook has concluded that a cause for the reported incident could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a patient with urolithiasis underwent a transureteral lithotripsy during which an ncircle tipless stone extractor was used. During collection of stones, one of the four basket wires broke. The device was tested prior to use. The physician used another device to complete the procedure. No section of the device remained inside the patient. No additional procedures were performed due to this occurrence. No adverse events to the patient were reported.